Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (260 mcg/ml at 118.22 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2018 is was reported that the patient came into the office for normal follow up. The pump was interrogated, and a motor stall was noted in the logs. The pump eri (elective replacement indicator) was 4 months. No patient symptoms were reported. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The pump was programmed to minimum rate and surgery was scheduled for a replacement on (B)(6) 2018. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. It was noted that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on (B)(6) 2018. The patient's pump was replaced on (B)(6) 2018, and it was indicated that the pump would be returned to the manufacturer for analysis. It was reported there were no environmental/external/patient factors that may have led or contributed to the motor stall. It was indicated the issue had been resolved at the time of the report. The patient's status was reported as ¿alive ¿ no injury" following the replacement. The patient's weight, concurrent medications, and medical history were unknown.